Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg was tilted. The patient underwent a pocket revision wherein the ipg was repositioned. No device malfunction was suspected.